Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy fluid. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5 and b6. B5: upon follow up, it was reported that the patient was discharged from the hospital twenty-one (21) days after admission. The patient was treated with ceftazidime 150 mg, vancomycin 500 mg three (3) times a day, and briklin 120 mg. Should additional relevant information become available, a supplemental report will be submitted.